Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: percutaneous cannula type intima, with retracted mandril, impossibilitating its use.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7349713. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system was damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: percutaneous cannula type intima, with retracted mandril, impossibilitating its use.